Event description:
Related manufacturer report number: 1627487-2022-00493 and 1627487-2022-00494. It was reported the patient was experiencing ineffective stimulation due to low impedances on almost all lead contacts. As result, the patient underwent surgery were in the ipg was explanted and replaced after intraoperative testing revealed fluctuating impedances with both an epg and mltc cable. The issue was not resolved through replacing the ipg and the patient will likely undergo additional surgical intervention to replace the leads.

Manufacturer narrative:
Event date is an estimate.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.